Event description:
The pt's mother reported that the pt has experienced intermittent low blood glucose levels for the past week. On (B)(6)2010, the pt experienced low blood glucose levels (40mg/dl) and a seizure. The pt was given 2 small doses of glucagon to treat.

Manufacturer narrative:
The pump was returned to animas for eval. The pump was eval and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no issues.